Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient reported that they inserted the sensor into the abdomen on (B)(6) 2019. Date of issue and insertion is an approximation. The patient stated the sensor fell off the day after it was inserted. She has used the overlay patch in the past but experiences itching, a rash, and swollen eyes within 24-hour after patch application. She stated that if she does not use the patch, she does not experience the itching, a rash, and swollen eyes. The patient reported that she saw her eye doctor on (B)(6) 2019 and was provided ophthalmic cream and instructed to use calamine lotion and benadryl. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.